Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the main board, battery flex, lead flex, upper case, main keyboard, lower case, manufacturer label, bail covers, bail attachments, ring cover, ring attachment, cover lead, and battery drawer ring were all in need of replacement.

Event description:
It was reported that the external pulse generator (epg) was not working. The epg was returned for repair. There was no patient involvement. It was further reported that the returned external pulse generator (epg) tested out of specification during manufacturer¿s analysis.